Event description:
It was reported that the blade broke during a surgical procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a spare blade.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded

Event description:
It was reported that the blade broke during a surgical procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a spare blade.

Manufacturer narrative:
H6: the quality investigation is complete.